Event description:
Additional information was received that the device was explanted and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a decrease in the battery longevity was observed and possible premature battery depletion was suspected. Technical support was contacted and recommended explant, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.